Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 23.5 cm to 24.2 cm, 25.8 cm to 26.2 cm and 24.7 cm to 25.6 cm from the connector pin. Clavicular crush was noted at 24.7 cm to 25.2 cm and the coil was melted in this area.

Event description:
It was reported that the lead exhibited clavicular crush damage. The lead was explanted and replaced.